Event description:
Reportable based on device analysis completed on 21-mar-2023. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending. A 16 x 3.00 promus elite drug eluting stent was advanced to treat the lesion. However, during the procedure the device failed to cross the lesion. The device was removed intact, and the procedure was completed. No patient complications were reported. However, returned device analysis revealed a hypotube detachment.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR.: p elite ous mr 16 x 3.00 stent delivery system catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 23cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.